Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded loss of right ventricular (rv) capture and poor sensing, exhibited by a non-boston scientific rv lead. A lead revision was performed, during which, it was found that the lead had dislodged. The lead was successfully repositioned to the patient's septum. After the procedure, loss of capture was again noted, with low rv pacing impedances of 570 ohms. An x-ray was performed, which did not reveal a lead dislodgement. It was noted that there was no noise on the rv or shock channels. Technical services (ts) discussed possible causes and troubleshooting options for the loss of capture. Additional information was provided that the patient is not pacemaker dependant. A chest x-ray and echocardiogram were performed and showed no changes since implant. The non-boston scientific rv lead was therefore explanted and replaced. To date, there have been no reported adverse patient effects related to this clinical observation.